Manufacturer narrative:
As no sample was returned, further investigation cannot be performed. The disconnection of the tether to needle cap might result from excessive pulling during the vibrations caused by ambulance movement. However, it is impossible to confirm how the product has been used, the root cause cannot be determined. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Safety device did not work on pvk. Detailed description of the incident: during ambulance driving, apply pvk. As the needle is to be withdrawn, the white safety plug is stuck. The practitioner must pull lightly before it gives way. The needle comes out, but the safety device does not work and does not included. Consequence of the incident - other.

Manufacturer narrative:
As no sample was returned, further investigation cannot be performed. The disconnection of the tether to needle cap might result from excessive pulling during the vibrations caused by ambulance movement. However, it is impossible to confirm how the product has been used, the root cause cannot be determined. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned. Manufacture narrative.

Event description:
Safety device did not work on pvk. Detailed description of the incident: during ambulance driving, apply pvk. As the needle is to be withdrawn, the white safety plug is stuck. The practitioner must pull lightly before it gives way. The needle comes out, but the safety device does not work and does not included. Consequence of the incident - other.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm safety device did not work the following information was provided by the initial reporter; safety device did not work on pvk. Detailed description of the incident: during ambulance driving, apply pvk. As the needle is to be withdrawn, the white safety plug is stuck. The practitioner must pull lightly before it gives way. The needle comes out, but the safety device does not work and does not included. Consequence of the incident - other.